Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, on (B)(6) 2014, patient underwent revision procedure due to allegations of pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain".